Event description:
The customer reported the unit failed the pads test during the operational check.

Manufacturer narrative:
(B)(4): the customer reported the unit failed the pads test during the operational check. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.